Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after initial implant procedure, patient was diagnosed with endophthalmitis. Symptoms were continuing. Additional information has been requested and clarification received stating that the patient outcome which was checked as disability in the source was referring the event endophthalmitis experienced by the patient.

Manufacturer narrative:
Additional information has been provided in h.6. Correction information has been provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. The sterilisation reports were reviewed and there were no issues with the sterilisation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).